Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the electrosurgical generator had an error code of e006. The event was found during the procedure. The procedure performed was transurethral resection in saline (turis) (theraupetic). The procedure was completed using a similar device. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the reported e006 error was not reproduced. In general, an e006 error is triggered if the electrical resistance between the two electrodes of the device increases. Originally, this error message was intended to warn the user if an irrigation fluid with insufficient conductivity was used in saline-mode. However, since the conductivity of the entire section can also be influenced by other factors, error e006 can also be triggered under certain circumstances. Error message e006 can only occur in connection with the use of saline modes on the universal socket. Possible causes include the following: 1. Tissue build-up at the electrodes. 2. The instrument is in a gas bubble during activation. 3. Increased contact resistance due to poorly or insufficiently engaged contacts at the working element or the connection cable. 4. Increased contact resistance due to faulty contacts at the working element or the connection cable. 5. Increased contact resistance due to defective contacts on the universal socket, e.g. Due to corrosion. Faulty contacts at the working element can particularly occur if the instruments are put together incorrectly and the generator is activated. A contact that is damaged in this way does not necessarily cause a malfunction right away, but can further degrade over time, triggering the reported error message later on. Additionally, it was found that the measuring technique used by the esg-400 may also influence conductivity, since an excessive measuring voltage can lead to the formation of bubbles, which in turn can decrease the conductivity of the surrounding fluid. For this error pattern, user error cannot be ruled out. Olympus will continue to monitor field performance for this device.